Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A reading of 326 mg/dl was found in the meter memory. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014, she received a reading greater than 300 mg/dl on her adc blood glucose meter. Customer further reported she "lost consciousness each time (she) took insulin" after using the adc meter. Paramedics were called and upon their arrival, customer was treated with a glucose injection. Customer additionally reported she was diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.